Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided . E1: reporter last name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in the patients mouth. The broken portion was already removed from implant. Requested replacement screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation of the as returned device identified the screw with signs of use, the screw head was identified fractured off. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet 3i screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr), rev. H - 2024/01. Information identified: potential adverse events based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition.) Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No additional information received at the time of this report.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: brand name was updated from 'certain gold-tite hexed screw' to 'unknown', catalog number was updated from 'iunihg' to 'unknown biomet 3i screw'. The following sections are being reported: b4: date of this report was updated. D1: brand name was corrected. D4: catalog number was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H11: corrected data was updated.